Event description:
It was reported that during a spine case, a transverse connector broke during final tightening.

Manufacturer narrative:
Lot information updated. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: materials analysis was performed and no manufacturing or material defects were found. Manufacturing records were reviewed and no manufacturing anomalies were reported. No further information was available as to if the connector was previously damaged and since the recommended torque of 3 nm was not reached. Conclusion: the plausible root causes could be a previous damaged connector and/or a torque wrench that was not working properly, therefore the cause is not determined and multifactorial.

Event description:
It was reported that during a spine case, a transverse connector broke during final tightening.